Event description:
It was reported that the customer experienced high blood glucose levels over 400 mg/dl over the last 4 days and that the insulin pump had alarmed no delivery. The customer also noted that on one of the infusion sets, insulin came out of the top of the quick set. The blood glucose reading was 508 mg/dl, which the customer treated with manual injection. He stated he felt weird as a symptom of high blood glucose. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. A low reservoir alarm in the history was found, but the customer stated that he should not have received it since he filled the reservoir in the morning. The customer called back to troubleshoot for high blood glucose. Advised the customer to change the entire infusion set, reservoir and insulin; advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-93402.